Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced to predilate the target lesion. No issues were encountered during the first and second inflation. Upon the third inflation, the balloon ruptured at 15 atmospheres. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received in a nc quantum apex shelf box. The batch number on the label of the returned shelf box matched the batch number on the device. Inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).